Event description:
Add'l follow-up info was provided. The pt had an excellent outcome following surgery.

Event description:
A nurse reports that a broken haptic was noted following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.